Manufacturer narrative:
Investigation into this event determined that patient results were associated with incorrect patient names as a result of user error, when interacting with the centrifuge module of the engen laboratory automation system. The customer was directed to the engen operating instructions which state that whenever a mechanical error occurs that causes the centrifuge module to be stopped, the centrifuge must be cleared and re-initialized prior to resuming operation.

Event description:
The customer reported that results from two patient samples processed on their engen laboratory automation system were associated with the incorrect patient names. Mis-association of patient demographics and results may lead to inappropriate physician action. The incorrect results were not reported. There was no report of patient harm as a result of this event.